Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was between 152-272mg/dl. During troubleshooting with tandem customer technical support (cts) it was identified that the customer had the pump's bluetooth setting on despite not being paired with the t:connect mobile application. The customer was instructed to turn the setting off. Although attempted by cts, no additional information was obtained.